Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl. The customer was treated with glucose tablets. The customer was reported that insulin pump was not on auto mode. Customer using insulin pump within 48 hours of low blood glucose of event. The insulin pump will not be returned for analysis.